Event description:
The customer reported a posterior capsule tear occurred and an anterior vitrectomy was performed. The customer stated the surgeon was in phaco mode I and he said there was a sudden surge of fluid. The case was completed. No further info provided by the customer or surgeon.

Manufacturer narrative:
The co svc rep examined the sys and did not confirm the complaint. The co svc rep gave an in svc on the sys to the nurse. The sys was tested and met all prod specs. A review of complaints for the last 24 mos did not indicate any add'l reports for this sys. A review of the svc history for this sys for the last 24 mos did not indicate any add'l, related unplanned svc requests for this sys. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on: 09/11/2008.